Event description:
It is alleged that in 2001, surgery was required to remove a bioabsorbable interference screw. Twenty three days prior, a knee procedure was performed on a pt using a bioabsorbable interference screw. It is alleged that 8 days post op the knee was drained due to an infection. In 2001 another surgical procedure was performed to remove a bioabsorbable interference screw. The info was rec'd via letter from a thrid party rep and contained the following info: either a c8014 or c8044 bioabsorbable interference screw was believed to have been used. However, it is unknown which of the two devices was used and no lot numbers were provided. No other info provided regarding pt symptoms or present condition. User facility did not report event to MFR. A review of customer purchase orders was done and showed that a c8014, lot # 145479 was purchased by the facility in 2000. However, it is not known if this is the actual screw involved in this event.